Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:4012764. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 12-jan-2024. D4. Medical device lot#:4081494. D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 21-mar-2024. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for coring was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of coring was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode coring. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer k2e (edta) 7.2mg tubes, particles breaking off of the black shield of fifty (50) tubes were clogging the instrument probe. There were no health impact or consequences reported.